Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent and could not be extended. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead would not extend despite numerous turns and built up torque. The lead was removed. The helix of a second lead was exercised but also would not extend once it was in the body. The second lead was removed and a third lead was ultimately implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.